Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the asr right hip implant caused pain in the patient. Litigation further alleges that the patient suffered disability, physical impairment, and disfigurement. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. Update 11/27/2012 - additional litigation papers received 11/05/2012 and attached. There is no new information that would change the outcome of the investigation. Update 12/17/2012 - plaintiff's preliminary disclosure form was received 11/20/2012 which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 11/20/2012 - ppd was received from legal. It is noted on the primary operative report that the last 1 cm of the stem was difficult to go down in the sleeve, consequently on impaction the anterior split propagated to the mid portion of the stem. The femoral stem and sleeve were added to the complaint. Update rec'd 10/25/16: asr supplemental info received. After review of the information for MDR reportability, the asr taper sleeve is being added for the alleged high metal ion levels (no labs provided). No date of revision has been provided. This complaint was updated on: 11/21/16.